Event description:
Customer reported the alarm has not power. It is unk when the issue was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Results: during eval of the pre-recorded voice message does not play - only clicking sounds can be heard when the pull magnet is removed from the magnet mounting plate. Further eval determined that there was a defective voice chip which caused the pre-recorded voice message to not play. The unit passed all other functional testing. All complaints are trended and reviewed by mgmt on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).